Event description:
It was reported that during an unspecified arthroscopy the ultra fast-fix´s needle couldn´t pass through the tissue since it wasn't sharp enough. Thus, the t implant could not be deployed. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Results of investigation found the tip of the needle has been broken off.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The tip of the needle has been broken off. The variable depth straw has been trimmed. A functional evaluation could not be performed due to the condition of the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. Corrected data: b5: event description.

Event description:
It was reported that during an unspecified arthroscopy the ultra fast-fix´s needle was broken and couldn´t pass through the tissue. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).